Manufacturer narrative:
Convatec is submitting this report as a result of activities related to (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports nurse removing wafer and skin then tearing and blistering. Using barrier wipe. Insurance does not cover adhesive remover so customer is not using. Nurse applied paste to entire peristomal area under mass and border then applied stomahesive powder on top of paste.